Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged when explanting physician attempted to reach a more lateral position with a competitor¿s lead. The lv lead was removed and replaced with a new lead. The lead was kept by the hospital for biopsy testing. The lv lead was no longer in service. No adverse patient effects were reported.